Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with heavy deformations at the edges at the top of the applicator knobs. The deformations at the top indicate usage. There are no other visible damages and the applicator knobs can be attached to the handles as required. A manufacturing fault was not found. The trail spacer was not returned for evaluation. Function testing performed by the product development did not reveal deviations. All instruments were tried with the tpal trial shaft. All trials were locked in position when the knob was tightened. Incorrect tightening or usage could have contributed to the reported event. A review of device history records for manufacturing revealed no complaint related issues. This complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that during a lumbar interbody fusion procedure, the t-pal spacer applicator handle and t-pal spacer applicator knob were in locking position however the t-pal trial spacer turned when it is not supposed to be.